Event description:
Healthcare professional reported "recalled textured mcgahn implants" and "baker iii". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (wear abrasion, opening and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side "recalled textured mcgahn implants" and "capsular contracture baker grade iii". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "recalled textured mcgahn implants" and "capsular contracture baker grade iii". The device has been explanted.